Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was received at zoll canada. The reported problem was observed and verified. The root cause was traced to be the analog board. The analog board was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The analog board was sent to zoll medical corporation, united states for further evaluation; the customer's report was duplicated and attributed to the primary and secondary ECG shields on analog board. The board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.